Event description:
It was reported that during surgery the device does not properly mesh. There was no patient impact or delay. Another device was utilized to complete the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign. Event occurred in japan.